Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed some bents were observed on the dilator, and that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The hemostatic valve disloged inside the hub could be related to the obstruction reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the date of event was not provided. As such, date of event has been populated with on (B)(6) 2022. Initial reporter name and address: initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab(pal) identified a hemostatic valve separation. It was initially reported by the customer that sheath¿s dilator could not be advanced during insertion into the carto vizigo¿ 8.5f bi-directional guiding sheath - small; too much pressure had to be applied in order to advance. As a result, the dilator resulted with damaged as two kinks formed. The first 10cm is a kink; and at about 25-35cm the second crease. The dilator appeared slightly stuck but was able to be pulled out again. A new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was used. There was no patient consequence. The customer¿s reported issues of resistance with the sheath and dilator damage are not MDR reportable events since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 29-jul-2022, the bwi pal revealed that a visual inspection of the returned device found hemostatic valve was dislodged inside the hub component. This finding has been reviewed and determined to be an MDR reportable malfunction.